Event description:
User experienced on-going issues with discrepant therapeutic drug monitoring results and a specific problem for 6-10 patient samples over one weekend. Three patient examples for vancomycin were provided, repeats performed approximately 12 hrs later. Patient 1, initial result 2.9 ug/ml, repeated twice gave 4.3 and 4 ug/ml. Patient 2, initial result 9 ug/ml, repeated twice gave 11.2 and 10.8 ug/ml. Patient 3, initial result <1.3 ug/ml, repeat 1.3 ug/ml. Original results were reported, user does not know if treatment was given based on the original values. Corrected reports were not issued because they are uncertain which results are correct. The field service representative was unable to determine the cause and as of 2008, the decision was made to replace the analyzer.